Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a helium low error. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) evaluated the unit and disengaged the console from the cart and reinsert to verify that the unit was properly inserted. He was able to see the gauge on the screen and the helium levels. The fse did not see any helium low errors in the log and could not verify the reported issue. As a precaution, the fse replaced the transducer on the helium tank regulator and also replaced the optical sensor that identifies when the console is properly inserted into the cart. Calibrated low and high helium transducers. Allowed unit to stay pressurized overnight to observe any significant helium pressure drop. Verified that unit reading only dropped one psi. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer.

Event description:
N/a.